Event description:
It was reported that one bd insyte¿ autoguard¿ shielded IV catheter each from lots 3039541 and 3076653 kinked during the infusion. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "per customer, they received about 5 reports this week of issues with the IV catheters both 20 and 22g, stating that the needle retracts prior to hitting the button or not being able to get the needle to retract at all. Tm are having to use multiple catheters per patient on occasion. Is there any patient involvement? If no, was this noted prior to use? No patient adverse effects but were dysfunctional during patient use or dysfunction prior to patient use. Was there any adverse event or serious injury reported? No. What type of procedure being performed during the incident? IV starts. What medication/solution being used? No. Reports have included, needle feeling dull and not puncturing skin, needle retracting too soon while attempting to start IV while attempting to pierce the skin, needle not retracting at all when button pushed, and most recently catheter kinking after insertion and fluid not being able to be administered. I received the kinking of the catheter from the or because they have had 2 of these issues in one week which seemed weird. I do not have specific dates. No patient harm but or had to restart a couple of IV¿s, not sure if it is a related issue or not."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one bd insyte¿ autoguard¿ shielded IV catheter each from lots 3039541 and 3076653 kinked during the infusion. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "per customer, they received about 5 reports this week of issues with the IV catheters both 20 and 22g, stating that the needle retracts prior to hitting the button or not being able to get the needle to retract at all. Tm are having to use multiple catheters per patient on occasion. Is there any patient involvement? If no, was this noted prior to use? No patient adverse effects but were dysfunctional during patient use or dysfunction prior to patient use. Was there any adverse event or serious injury reported? No. What type of procedure being performed during the incident? IV starts what medication/solution being used? No. Reports have included, needle feeling dull and not puncturing skin, needle retracting too soon while attempting to start IV while attempting to pierce the skin, needle not retracting at all when button pushed, and most recently catheter kinking after insertion and fluid not being able to be administered. I received the kinking of the catheter from the or because they have had 2 of these issues in one week which seemed weird. I do not have specific dates. No patient harm but or had to restart a couple of IV¿s, not sure if it is a related issue or not."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3039541. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 09-feb-2023. D.4. Medical device lot #: 3076653. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 09-feb-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.